Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient on impella cp support due to acute myocardial infarction. During support, it was reported that the patient sat up to vomit and caused some groin bleed. Manual pressure was held, in addition to the patient receiving two units of blood. A hematoma was noticed at the site of the impella cp but had not changed since earlier that day. Hemolysis was also noted earlier. However, the urine was clearing up. The patient was successfully weaned from impella cp without complications and was explanted.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely patient movement. The patient had sat up to vomit over the side of bed and caused some groin bleeding.